Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced redness and hardened area after removing cannula two days before (B)(6) 2024. She was prescribed with anti-histamines by doctor. No further information available.